Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that a week after dbs surgery the patient's surgical incision did not heal adequately and the skin around the incision became red gradually. The scab did not fall off completely. The patient had no fever, no pain. Intervention was required as the subject was hospitalized. The etiology was stated to be a causal relationship to the dbs surgery. The patient was administered medication. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient recovered and the issue resolved on (B)(6) 2018.

Manufacturer narrative:
Updated to match correct description of event. If information is provided in the future, a supplemental report will be issued.